Event description:
The patient reported that their implantable neurostimulator (ins) site got infected. The strain of infection was unknown. These issues started in (B)(6) 2016 suddenly. They noticed the patient had an infection and there was a cyst. Then the cyst burst and the ins started coming out of the skin. The patient's entire system was removed about 2 months prior to the report and the patient was given oral antibiotics. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.